Event description:
Report received from the USA stating that the device was leaking air. The device was being used during neurosurgery, but there was no injury or medical intervention. It is unk if there was a delay in surgery. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).